Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, pg was retuned and confirmed that the battery was depleting prematurely. Performed device longevity calculation. Performed device pg diagnostic data visualizer report, see attachments. A coulomb counter test was performed, and it noted v230 was drawing more than allowable current. Based on data obtained during analysis the device has leaky c5 and/or c52 and/or c24 due to exposure to hydrogen.

Event description:
It was reported that this pacemaker exhibited premature battery depletion, upon revision boston scientific technical services (ts) determined that the device power consumption was higher than expected so a device replacement is necessary within 60 days. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the representative. No further info concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker exhibited premature battery depletion, upon revision boston scientific technical services (ts) determined that the device power consumption was higher than expected so a device replacement is necessary within 60 days. This device remains in service. No additional adverse patient effects were reported.